Event description:
As reported by the user facility: mating connection between the pump and power cord has incurred a catastrophic failure resulting in thermal damage to the unit. Incident did not impact pt or clinician safety.